Manufacturer narrative:
Section e4 initial report sent to FDA of the initial medwatch report should indicate:no.

Event description:
The customer contacted physio-control to report that their device would not power on. The battery inserted showed one bar. The device would only power on when the battery was removed and reinserted. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to pcb-mounted jack connector, designator j5, on the digital pcb assembly being broken off. J5 was no longer able to keep the ribbon cable on the lens cover locked in place, which resulted in the device intermittently not powering on. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device would not power on. The battery inserted showed one bar. The device would only power on when the battery was removed and reinserted. There was no report of patient use associated with the reported event.